Event description:
It has been reported to us that the tip of the guidewire separated and remained inside the pt. The physician inserted the guidewire into the pt. At sometime during the procedure the physician noticed that the guidewire had separated. An attempt was made to snare the guidewire out but the attempt failed. The guidewire remains in the pt's artery. No injury to pt.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for eval. Therefore, an engineering analysis of the subject device can not be performed. A review of the device history record cannot be performed due to lot number not being available. Device discarded-not returned for evaluation.